Event description:
The physician successfully closed an arteriotomy site with the starclose device following an unknown procedure. Two months after the closure, the pt complained of leg pain and was diagnosed with claudication. An angiogram revealed an occluded vessel. The next day, the device was surgically removed. The clip was found to be stuck to the back wall of the common femoral artery but had created a "button hole" which allowed blood to flow around it. The pt was reported as doing fine after surgery.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.